Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for lead failure predictor on (B)(4) 2013. Concomitant products: product ID d314trg cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2013, product ID 407652 implantable pacing lead, implanted: (B)(6) 2011; product ID 419688 implantable pacing lead, implanted: (B)(6) 2011.(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance levels and was unable to capture. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.